Event description:
It was reported that there was a set screw issue during the implant of the patient¿s implantable neurostimulator (ins). Specifically, the set screw would not tighten down onto the lead even after multiple attempts to secure it. The implanting physician attempted to adjust the set screw several times but the lead was unable to be secured into the ins. It was also noted that the set screw had dislodged. The ins was not implanted in the procedure and a new device was then used. There were no patient symptoms or complications reported that were associated with the event and their status was noted as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_wrench_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the returned neurostimulator model 3058, serial #(B)(4), showed that the set screw was backed out too far. Good, stable output was seen on all electrodes (referenced to one electrode) pairs the device had when received. Analysis of the returned wrench accessory showed no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that there was a set screw issue during the implant of the patient's implantable neurostimulator (ins). Specifically, the set screw would not tighten down onto the lead even after multiple attempts to secure it. The implanting physician attempted to adjust the set screw several times but the lead was unable to be secured into the ins. It was also noted that the set screw had dislodged. The ins was not implanted in the procedure and a new device was then used. There were no patient symptoms or complications reported that were associated with the event and their status was noted as recovered without sequelae .the company representative also reported that another representative has had similar issues regarding the set screw on the stimulator would not back out far enough to allow lead into header block. But he had reported those events and sent in the batteries for analysis. Additional information received by the company representative reported that a new implantable neurostimulator was placed and the old one was sent in for analysis. The patient was doing fine. Information contained in this report was previously reported under manufacturer report # 3007566237-2015-01536. Additional information regarding this event will be reported under this report number.